Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing found that the reported issue could not be replicated. The navigation system then passed a system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for ab 9.29medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was sporadic monitor behavior. The monitor would lose connection, then get a black screen with a yellow text message, telling no signal. After a few seconds the signal would come back again or sometimes it would need to be restarted.